Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during the procedure, about 10-15mins of use, after lasering a basket was inserted to retrieve some stone fragments and as user rotated his hand clockwise the image flickered and then disappeared from the screen. Procedure completed without injury to patient. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Correction made to: d3 h5 g1.